Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17322661 has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The valve of insertion slot of the preface sheath was broken. It was not known if the detachment was partial or total. The issue was resolved by changing the preface sheath. The procedure was completed without patient's consequence. Since the extent of the damage could not be confirmed, we have conservatively assessed this issue as a reportable malfunction as there could be potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.